Event description:
Patient received a skin irritation during an electrotherapy treatment. The treatment was interrupted, but the improvement of the patient's symptoms was not impeded.

Manufacturer narrative:
The customer could not provide additional treatment or patient details. A letter requesting the return of the device was sent to the customer on 2/16/2009. Awaiting device return and evaluation. Upon evaluation of the device, all additional findings will be reported via the form 3500a.